Manufacturer narrative:
This is a final report. The product issue is related to training on meter set-up. No product investigation is required. It should be noted that the customer was using expired test strips (lot # 43960).

Event description:
On (B)(6) 2011 a customer called to request assistance with setting up her precision glucose meter. During the call, the customer reported that on (B)(6) 2011 around 7:30am she became dizzy, fell, and hit her head on a dresser due to "not understanding how to test, she thought she was getting the same reading over and over again." The customer reported she experienced a loss of consciousness. Paramedics were called and administered a glucose injection to the customer. The customer was not transported to a health care facility. She reported self-treatment with juice. There is no report of death or permanent injury associated with this case.